Manufacturer narrative:
(B)(4). The field service representative (fsr) defrosted the large tank and found the ice sensor is dislodged from the bracket. He secured the ice sensor back onto the bracket. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the large tank on the unit is completely frozen. No other details regarding the nature of this complaint are available.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
This occurred during set-up for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.